Event description:
Legal counsel for the patient reports that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, it was reported that patient underwent a revision procedure on (B)(6) 2007, due to an alleged periprosthetic fracture of the femoral neck. The modular head, taper adapter, and femoral stem were removed and replaced. A further revision procedure was reported on (B)(6) 2010, due to alleged pain, swelling, and elevated metal ion levels. The acetabular cup, taper adapter, and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, " elevated metal ion levels have been reported with metal on metal articulating surfaces." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00846 / 00849).

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent right resurfacing femoral hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2007, due to an alleged periprosthetic fracture of the femoral neck. A review of invoice history indicates that the resurfacing femoral head was removed and replaced with a modular head, taper adapter and femoral stem. Patient's legal counsel alleged that a second revision procedure took place on (B)(6) 2010. A review of invoice history suggests that the acetabular cup, modular head and taper adapter were removed and replaced with competitor acetabular components and a biomet modular head. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records confirmed that the revision procedure performed on (B)(6) 2007 was due to periprosthetic femoral neck fracture. Patient medical records further indicate that the revision procedure performed on (B)(6) 2010 was due to pain, swelling, dysfunction, reaction and metal synovitis.